Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5.

Event description:
Healthcare professional later confirmed a "capsular contracture baker grade iii".

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b h6.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "capsular contracture baker grade iii/IV, sitting up high and looks smaller¿. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV, sitting up high and looks smaller¿. This record is for the right side. Device remains implanted. Singulair was reported as treatment.